Event description:
Falsely elevated sodium (na) results were obtained on 14 patient samples and a falsely elevated potassium (k) result was obtained on a patient sample on an atellica ch 930 analyzer. The discordant results were reported to the physician(s). The samples were reprocessed on an alternate atellica ch 930 analyzer and the results recovered lower. The repeat results were reported as correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated na and k results.

Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported that out of range quality control (qc) and discordant sodium (na) and potassium (k) results were obtained on multiple patient samples on an atellica ch 930 analyzer. Qc and calibration were acceptable prior to running the affected patient samples. Based on the instrument data, siemens determined that standard a (std a) and standard b (std b) air reading were high, which was indicative of an flow issue. The customer replaced and recalibrated std a and std b and performed qc, which recovered high. Then, the customer performed an advanced clean and replaced the integrated multisensor technology (imt) sensor. On the subsequent day, a siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the instrument and found that the cannula on salt bridge was clogged. The cse cleaned all cannulas for imt consumables. Then, the cse inspected the imt, primed all fluids and ran sequences, which passed. Later, the cse performed autocheck and ran imt qc, which recovered within acceptable range. Siemens further investigated the issue and determined that the potential cause of the falsely elevated na and k results was insufficient salt bridge consumable caused by a clogged salt bridge cannula that was resolved with the service described above. The instrument was performing within specifications. No further evaluation of this device is required.